Event description:
It was reported that the infusion set tubing became disconnected from the connector, and the agent guided the user to disconnect, fully fill the tubing, and reconnect to the ilet, with no blood glucose impact; the issue aligned with an improper or incorrect procedure involving the infusion set connector. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.